Event description:
Additional information received indicates that this event was reported in error. The patient did not have an implanted system.

Manufacturer narrative:
Manufacturer reference number (3006705815-2025-19332), should not have been reported as a medical device report (MDR) as this patient did not experience a serious injury nor report any device malfunctions.

Manufacturer narrative:
B3: event date is estimated. D6b: explant date is unknown.

Event description:
It was reported that the patient's system was explanted at an unknown date for an unknown reason. No further information is available at this time.